Event description:
Surgery performed by the surgeon with the referenced medical device. Rptr's husband suffered from fluid in his right shoulder which he went to surgery center to have removed. Rptr states that her husband was 'cut up' with the referenced class ii medical device which was used on her husband without his or her consent. According to rptr, her husband now has a 'slap lesion.' As well as fluid on his shoulder. She and her husband have been trying to 'work things out' with surgery center and with the MFR of the referenced device but without sucess.